Manufacturer narrative:
(B)(6). Visual evaluation of the returned device found that the wire assembly and handle were cut. The handle was not returned with the device. The basket wires were not deformed and the tip was intact. The wire basket/wire assembly had been removed from the coil assembly. The catheter is kinked in several locations. The end of the basket/wire assembly presents a clean cut that is most likely made by a sharp tool. The reported issue of tip won't detach could not be functionally verified, however, findings from visual evaluation indicate that likely there were issues to detach the tip during procedure. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, it is unknown what tensile force was applied to the device during the attempt to detach the tip. Although it cannot be determined how the tip failed to detach, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. In addition, residues were present on the device indicating use and handling. Handling and manipulation of the device during procedure could have contributed with the catheter kinked. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation a trapezoid¿ rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx in an attempt to crush a stone. However, the basket was unable to crush the stone and the tip failed to detach. The wire was cut from the handle leaving the basket with the entrapped stone inside the patient. The procedure was not completed and the patient was taken to surgery on the same day, where the basket with the trapped stone was removed. The patient's condition after surgery was reported to be ¿stable¿.

Event description:
It was reported to boston scientific corporation a trapezoid¿ rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx in an attempt to crush a stone. However, the basket was unable to crush the stone and the tip failed to detach. The wire was cut from the handle leaving the basket with the entrapped stone inside the patient. The procedure was not completed and the patient was taken to surgery on the same day, where the basket with the trapped stone was removed. The patient's condition after surgery was reported to be ¿stable¿.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation a trapezoid¿ rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx in an attempt to crush a stone. However, the basket was unable to crush the stone and the tip failed to detach. The wire was cut from the handle leaving the basket with the entrapped stone inside the patient. The procedure was not completed and the patient was taken to surgery on the same day, where the basket with the trapped stone was removed. The patient's condition after surgery was reported to be ¿stable.¿